Manufacturer narrative:
The lot number for the eleven malfunctions is unknown, therefore a manufacturing review could not be conducted. The devices for the malfunctions have not been returned for evaluation; therefore, the investigation is inconclusive for patient device interaction problem, malposition of device, and failure to remove as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use.

Event description:
This report summarizes eleven malfunctions. A review of the reported information indicated that model rf048f, vena cava filter, allegedly experienced patient device interaction problem (4), malposition of device (2),and failure to remove (5). This information was received from various sources. The malfunctions involved 11 patients with no consequences. The patients' age, weight and gender were not provided.

Event description:
This report summarizes 13 malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced perforation, migration, malposition of device and failure to remove. This information was received from various sources. The malfunctions involved 13 patients with no consequences. The patients' age, weight and gender were not provided.

Manufacturer narrative:
H10: the lot number for the 13 malfunctions is unknown, therefore a manufacturing review could not be conducted. The devices for the malfunctions have not been returned for evaluation; therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. Charles e ray jr, erica mitchell, stan zipser, edward y kao, charles f brown and greg l moneta (2006). Outcomes with retrievable inferior vena cava filters: a multicenter study. Journal of vascular and interventional radiology, 17(10), 1595¿1604. Doi: (B)(4). Luis f angel, victor tapson, richard e galgon, marcos I restrepo and john kaufman (2011). Systematic review of the use of retrievable inferior vena cava filters. Journal of vascular and interventional radiology, 22(11):1522-1530.e3. Doi: (B)(4). (Conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the lot number for the eleven malfunctions is unknown, therefore a manufacturing review could not be conducted. Two of the malfunctions were reassessed and 1395 - migration was added to trending device codes. The devices for the malfunctions have not been returned for evaluation; therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eleven malfunctions. A review of the reported information indicated that model rf048f, vena cava filter, allegedly experienced patient device interaction problem (3), malposition of device (3),and failure to remove (5). This information was received from various sources. The malfunctions involved 11 patients with no consequences. The patients' age, weight and gender were not provided.